Manufacturer narrative:
The insulin pump was received missing segments due to cracked and bleeding lcd glass also, unable to perform occlusion test, self-test, off no power test, a21 error test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. However, all operating currents are within specification and passed displacement test, rewind and basic occlusion test. The insulin pump was returned without belt clip unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was dropped by accident. The customer's blood glucose level was unknown. The customer states the pump had partial display and was cracked at the screen. The customer was advised the pump would be replaced and returned for analysis.